Event description:
An occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was advised to disconnect the tubing and perform several bolus tests, which included tightening components and replacing supplies as necessary. Ultimately, the bolus completed successfully, and the customer was instructed to resume insulin therapy.